Event description:
During aaa repair on a male in 2009, the contralateral limb failed to open after unsheathing. The patient anatomy was not anything out of the ordinary. The physician cannulated the contralateral limb via the ipsilateral limb by pushing with a snare catheter. The duration of a surgical procedure added op time up to two hours and covering the right renal artery. Stenting of the right renal artery via the left arm and was hospitalized for an additional 2 - 3 days. Patient outcome is unknown at this time.

Manufacturer narrative:
Event evaluation: still under investigation.